Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The pacemaker remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date, capture the return date and investigation results. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information received indicates that the pacemaker is now explanted. There were no additional adverse patient effects reported.